Event description:
The device was returned for electrical hardware failure (12v). Upon return, the device was attached to a bracket, powered on, and a red pump service alarm was observed after the device powered on. Log files were reviewed and multiple air compressor failures were found. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. The pneumatic system failed recharge and hardware testing, indicating an air compressor failure. The air compressor will be replaced during repair before the device is sent to the test line for full functional testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: " IV pump shows the service required message as soon as the device boots up. No patients were harmed or involved in this pump issue. " a preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.